Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion procedure at t9-l3 to treat a compression fracture. It was reported that sometime post-op the screws at l3 backed out. It was also discovered that degeneration of l3/4 and l4 fracture was discovered prior to the revision surgery. During the revision surgery the screws at l3 were removed, vb replacements were inserted at l2/3 and l5/s and the construct was extended to the iliac. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.